Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was initially described as a cyst but was later found out to be a pimple by the doctor. There was no alleged device malfunction contributing to the irritation. The patient's wife reported they were able to squeeze the area and the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was initially described as a cyst but was later found out to be a pimple by the doctor. There was no alleged device malfunction contributing to the irritation. The patient's wife reported they were able to squeeze the area and the irritation improved.